Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced an uncut area on the bed cut of the right eye during a lasik flap procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during treatment day. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for right eye (od) was done about 2 minutes before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).